Manufacturer narrative:
Device evaluation the device evaluation of echo-hd-3-20-c could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records prior to distribution, all echo-hd-3-20-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c of lot number c2204650 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review an image was not returned for evaluation. Root cause review a definitive root cause for the customer complaint could not be determined, as the circumstances of use could not be fully replicated in the laboratory. However, a possible root cause may be attributed to resistance during stylet reinsertion, potentially due to biological material obstructing the needle lumen after the first pass. In response, the nurse may have applied excessive force while pushing the stylet, which could have contributed to the breakage at the needle tip. Due to the distal break the proximal end of the needle was put under strain leading to a proximal kink. This kink could have also contributed to needle retraction difficulty. Summary confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on customer/rep testimony. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a possible root cause may be attributed to resistance during stylet reinsertion, potentially due to biological material obstructing the needle lumen after the first pass. In response, the nurse may have applied excessive force while pushing the stylet, which could have contributed to the breakage at the needle tip. Due to the distal break the proximal end of the needle was put under strain leading to a proximal kink. This kink could have also contributed to needle retraction difficulty. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 15-jul-2025. Additional information received on 21 jan 2025: 1. Are images of the device or procedure available? No 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Handle end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 6. Was gaining access to the target site difficult? No 7. Was the device used in a tortuous position? No 8. Was puncture of the target site difficult? No 9. Please describe the anatomical location of the intended target site pancreas 10. Please describe the size of the intended target site. 1.5cm 11. If not with the device in question, how was the procedure performed and/or finished? The physician replaced and used boston acquire 22g needle. 12. Was the device damaged in packaging prior to removal? No 13. Was the device damaged on removal from packaging? No 14. Was force required to remove the device? Yes 15. Did the patient require any additional procedures as a result of this event? No 16. What intervention (if any) was required? N/a 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No 20. What is the scope manufacturer and model number that was used? Olympus, uct-180 was used. 21. Was resistance felt while inserting the device through the scope? No 22. Was the scope recently serviced / repaired? Yes 23. When was the issued with the product noted? On needle retraction 24. Was the syringe used during the procedure, after the stylet was removed? Yes 25. Was difficulty experienced while retracting the needle? Yes 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No 27. Was the endoscope in a flexed or twisted position at any time during the procedure? No 28. Was the stylet partially removed when advancing the needle into the target site? No 29. How many samples were obtained (passes completed) with this needle? 1 sample were obtained. 30. Did any section of the device detach inside the patient? No

Event description:
The physician tried to do fnb procedure, he did the fnb procedure successfully and withdrew the needle out of the scope. To gather the tissue, nurse pushed the stylet. At that time, the needle tip broke. So, after 2nd session he used another procore 20g needle.

Manufacturer narrative:
PMA/510(k)#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.